Event description:
On (B)(6) 2022 a peritoneal dialysis (pd) patient reported being diagnosed with peritonitis three weeks ago after being in the hospital. No additional information was provided. Follow-up with the patient¿s clinic documented that the patient was transitioning to in-center hemodialysis (hd). No additional information was provided. The patient¿s peritoneal dialysis provider was not available and did not respond to messages. Although requested, no further details were provided.

Manufacturer narrative:
Clinical review: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis with subsequent transition to in-center hd therapy. However, the patient reported being diagnosed with peritonitis after a hospitalization. It is unknown if the patient was utilizing fresenius product(s) during the hospitalization. There is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler with cycler set. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022 a peritoneal dialysis (pd) patient reported being diagnosed with peritonitis three weeks ago after being in the hospital. No additional information was provided. Follow-up with the patient¿s clinic documented that the patient was transitioning to in-center hemodialysis (hd). No additional information was provided. The patient¿s peritoneal dialysis provider was not available and did not respond to messages. Although requested, no further details were provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.